Manufacturer narrative:
A photograph was provided. Per the image provided the internal wires are exposed. A replacement power cord / supply resolved the issue.

Event description:
Healthcare professional reported, "power cord sparked and no longer provides power to the unit" for the dermalinfusion system. Issue was resolved by replacing power cord / supply. There was no patient involvement.